Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and found a collapsed septum at interlink y-site right below the check valve. Functional testing was performed. The reported condition was verified. The assignable cause was undetermined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that interlink continu-flo blood recipient set leaked from the y-site. This occurred at the end of infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.